Event description:
A patient reported they were unable to test on their one touch ii meter because it allegedly had no power and therefore had to call ems. Patient reported they felt faint. The result on the emt meter was 40 mg/dl. No comparisons performed. Treatment was glucose paste and an IV. Patient unsure of what was in the IV. No further information has been reported.